Event description:
Additional information was received stating that the model number of the pipeline was ped2-425-12.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the introduction of a flow diverter through a microcatheter, there was significant resistance, leading to difficulties in implanting the diverter and resulting in very poor positioning. The procedure involved the use of a catheter fg151 50-0615-1s. The event was characterized by moderate vessel tortuosity, catheter resistance, difficult navigation, entrapment, and difficult removal, as well as friction during delivery. The access vessel was radial. An intermediate catheter was noted to be entrapped at the body portion. Surgical intervention was required, and another flow diverter, derivo, was implanted. It was also noted there was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no vasospasm observed. No patient complications have been reported as a result of this event. Additional information was received stating that the patient's lesion characteristics included an hsa secondary to acop aneurysm clipped in 2013, which recurred and was embolized in march 2019. The flow diverter was a pipeline flex with shield technology. The intermediate catheter used was a phenom plus. The cause of the resistance/difficult navigation/entrapment was not determined as the flow diverter was implanted in the patient. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.